Event description:
Explanted device returned with comments: "pt complained that pump was not working. Catheter dye study fine. Pump was emptied and all original drug was present." Physician is questioning rotor stall of the pump.